Event description:
A (B)(6) male pt with a history of scoliosis and spina bifida underwent a procedure to implant veptr. Pt was implanted at t5-ilium on the left and t6-ilium on the right, a transverse rib cradle at t6, a small rib cradle at t5 and t6. Surgeon used 5-hole rods on both sides bent kyphosis at the top and lordosis at the bottom. X-ray taken showed good correction and pt was closed. No problems were noted during the first two f/u visits. Pt noted, the rod on the right was prominent and he was a little bit sore. An x-ray taken showed, the rod has pulled down. Pt was revised and surgeon advised the failure was at the implant-bone interface and the rib failed not the implant.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Date of manufacture could not be determined without a lot number.